Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current test of returned meter, the result was 1.2?a. The criteria is <55?a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 44/41 mg/dl, for level high were 238/241 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips, we tested the retain strips in our warehouse (same batch as patient's compliant strip, lot number: d160315-1) with her returned meter . The control solution tests for level low were 55/62 mg/dl; for level high were 257/265 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 between 5:30 - 6:00 pm after receiving inconsistent blood glucose results from her prodigy diabetes meter. The end user never showed any significant symptoms. At the time of the medical event the end user attempted to perform a blood glucose test but was unable to obtain a reading. The paramedics were called due to the end user becoming nervous and not sure how much insulin she should take. The paramedics performed a blood glucose test with their meter but she could not recall the result. There was no treatment provided by the paramedics and she was transported to the ER. Upon arrival to the ER her blood glucose was 169 mg/dl. No treatments were provided while at the ER and after 4 - 5 hours the end user was discharged and instructed to obtain a new glucose meter. No further details were provided in relations to this medical event.